Event description:
It was reported that there was an alert due to this right ventricular (rv) lead exhibiting high, out-of-range shock impedance measurements, measuring 127 ohms. At this time, the lead remains in service. No adverse patient effects were reported.